Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune themis balancer has had difficulty the past few uses with more force needing applied than usual. This has not caused any issues during surgery.